Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a severely calcified and severely tortuous vessel. A 6.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed and a pinhole at the middle part of the balloon was found. The procedure was completed with a different device. No patient complications were reported and the patient was in good condition after the procedure.